Manufacturer narrative:
After additional review, this case has been assessed as not reportable based on the updated information. The battery icon indicates the amount of battery power remaining. If the battery is depleted, the unit is designed to alarm, notifying the user of the reported condition. The ivent continuously monitors the battery capacity. As the battery depletes, the unit is designed with low battery and empty battery alarms. In this case, the "empty battery" alarm was displayed alerting the user to the condition as designed. The reported malfunction has not caused a death or serious injury nor is it likely to cause a death or serious injury, or require medical intervention to prevent a death or serious  injury.

Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The date of manufacture was not available at the time of filing. Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, battery backup not available. There was no report of patient involvement.